Event description:
A surgery director reported a pt who "could not see out of the eye that was implanted with the iol" (intraocular lens). During a postoperative examination, the surgeon noticed that the lens was not positioned correctly. The lens was exchanged and the surgeon noted that a heptic was missing. The pt is "doing fine now". In a follow-up, it was determined that the cartridge used in this case is not approved for use with the delivery system handpiece.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The cartridge used is not approved for use with the reported product. The facility has been advised of this issue. Additional information was requested on 12/11/2008 and 12/23/2008 by phone, fax, and mail. A complete questionnaire was received on 12/23/2008. This report was mailed to FDA on: 01/08/2009.